Event description:
It was reported that patient reports not being able to make adjustment both with or without antenna attached. The patient said she normally feels stimulation, but she currently doesn't feel anything. The last used the patient programmer seven months ago, she tried it today and can't get communication. It was later reported the programmer won¿t do telemetry with or without antenna. Appears to have occurred through product use. No patient harm reported. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for "(B)(6) 2004" and scheduled with representative for (B)(6) 2014. It was noted that the patient will have it removed and changed on (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v688811, implanted: (B)(6) 2011, product type lead. (B)(4).